Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the device had poor staple formation, there was bleeding from the staple line. The surgeon oversewed the staple line to achieve hemostasis. No patient injury.